Event description:
It was reported to covidien on (B)(6) 2010, that a customer had an issue with a scd compression pump. The customer reports that they used foot cuff for a pt, confirmed a pressure ulcer on the dorsum of foot. Replaced with a knee-length sleeve, confirmed a pressure ulcer on the ankle.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.